Event description:
The customer contacted physio-control to report that an intermittent condition where their device would complete the charge cycle but then dump the energy by itself. Additionally, the customer state that it would intermittently charge but not the defibrillation energy when prompted. There were no reports of patient use associate with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify the reported issue. The device both charged and discharged defibrillation energy when prompted using a test quik combo therapy cable. It was noted, however, that the customer did not provide their quik combo therapy cable for testing along with their device. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio followed up with a biomedical engineer at the facility regarding the reported issue and was advised that he found and tested the original quik combo therapy cable and was able to duplicate the reported issue. The biomed further indicated that he had disposed of the cable and replaced it with a new one from their inventory. The cable has not been returned to physio-control for evaluation. It is reasonable to conclude that the cause of the reported issue was the quik combo therapy cable.